Manufacturer narrative:
Updated b5, b7, and h6 per new information received.

Event description:
It was learned via implant patient registry and medical records that a 29mm 11500a aortic valve was explanted after an implant duration of 2 years, 6 months due to valve thrombosis and to repair aortic root aneurysm. The explanted valve was replaced with a 29mm 11060a valved conduit. Per medical records, the patient presented with aortic root aneurysm and hfpef. Echo showed well functioning bioprosthetic valve and large aortic root. The patient underwent redo avr with aortic root replacement utilizing a 27mm 11060a konect aortic valved conduit. Intraoperatively, there was a thrombus found on 2 of the 3 leaflets. Pathology report showed fibrin clot on the leaflet. Upon weaning from the cpb, a bleeding was noticed coming from the left coronary bottom requiring going back on bypass to repair the bleeding site with a second layer of prolene sutures. Postoperatively, the patient was taken to the cvcc in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors in addition to aortic root aneurysm requiring repair.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via implant patient registry that a 29mm 11500a aortic valve was explanted after an implant duration of 2 years, 6 months due to insufficiency, endocarditis, thrombus, and calcification. The explanted valve was replaced with a 29mm 11060a valved conduit. Per medical records the patient presented with aortic root aneurysm and hfpef.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry that a 29mm aortic valve was explanted after an implant duration of 6 years, 6 months due to unknown reason. The explanted valve was replaced with a 29mm valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.